Event description:
It was reported "introducer in kit had a lip at the tip that wouldn't allow to insert." No other information was provided.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz2047 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal edge of the microintroducer sheath was damaged, torn, and buckled. No further detail of the damage could be seen in the returned photograph. What appears be blood residue was observed within the dilator of the microintroducer in the returned photograph. While the cause of the damage observed on the sample in the returned photograph could not be determined, possible contributing factors include insertion technique, advancement against resistance, insertion angle, and patient anatomy. H3 other text : evaluation findings are in section h11.

Event description:
It was reported "introducer in kit had a lip at the tip that wouldn't allow to insert." No other information was provided.